Event description:
In 2009, the patient underwent revision surgery to remove the construct. About 37 days prior, the patient had undergone an initial fusion surgery of c4-c6. Approx 29 days post-op, x-rays revealed that the two caudal screws, were backing out. It was also noted that the center acufix self drilling wide root screw was underneath the antcer plate indicating that it had gone through the plate's locking mechanism. The surgeon replaced the construct with another manufacturer's device.

Manufacturer narrative:
Requests have been made for the return of the product. Device manufacture date is unknown. Evaluation is pending.